Manufacturer narrative:
Device evaluation by MFR: p elite ous mr 32 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that stent struts from proximal stent strut rows were lifted from their crimped positions and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. Stent struts were most likely lifted during withdrawal attempts when the struts got caught in calcification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube kink at 578 mm distal to the distal end of the strain relief. This type of damage is consistent with excessive force that could have been applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section and the visual inspection of the inner extrusion found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18sep2020. It was reported that crossing difficulty was encountered. Vascular access was obtained via femoral artery. The 85% stenosed, 27x3.0mm, eccentric, de novo target lesion with a bend of >= 90 degrees was located in the non-tortuous and non-calcified mid left anterior descending artery. Following pre-dilatation with a semi-compliant balloon, a 32x3.00mm promus elite mr drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damage.